Event description:
A patient complained of bleeding to her physician following placement of essure micro-inserts. The physician performed an hysterosalpingogram (hsg) and discovered one of the micro-inserts had perforated the fallopian tube; the micro-inserts was observed in the peritoneal cavity. The physician performed a laparoscopy and removed the micro-insert; the physician said the micro-insert appeared intact and slightly stretched out. The physician also removed the second micro-insert, located in the myometrium of the uterine cavity, hysteroscopically. The physician stated that the patient's symptoms resolved following removal of the micro-inserts. The physician believes the patient's bleeding was caused by irritation from the micro-insert in the myometrium of the uterus.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.